Event description:
During a procedure, the probe penetrated the probe cover and contaminated the surgical site. The end user had to flush the incision with antibiotics and treat the patient with antibiotics postoperatively.